Event description:
It was reported in a journal article that a pt underwent nephron-sparing surgery on an unk date and absorbable hemostat was used. MRI and CT at three months post-operatively revealed a heterogenous mass. A CT-guided core biopsy revealed a foreign body granuloma. MRI at six and twelve months showed progressive decrease in size and signal intensity.

Manufacturer narrative:
(B)(4). Foreign body granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained , a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01146. The same pt is represented in each medwatch.